Event description:
Customer reported receiving a button error alarm on the insulin pump that could not be cleared. She also reported that the buttons became unresponsive. Customer had removed the battery to prevent further alarms. The blood glucose reading was 133 mg/dl. Customer could not recall any significant event leading to this alarm. Nothing further was reported.

Manufacturer narrative:
No button response due to flattened dome switch on act button. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.